Event description:
It has been reported to philips that the wireless foot switch does not work correctly. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch could not be used during a planned treatment and the treatment was completed as planned. The treatment was completed using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was red, whilst the battery indicator was green which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after restarting the azurion system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.